Event description:
It was reported that when the patient felt the shocking they went to the emergency room (ER) and their device was checked by the ER doctor. The device was later checked by a neurosurgeon. Both physicians found no issues with the device or therapy and the patient¿s condition was noted to not be related to the device.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).

Event description:
It was reported that the patient felt shocking from stimulation. No other information was reported regarding the event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3 7754, serial# (B)(4), product type: recharger; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).